Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a video blackout during preparation for use for an unspecified diagnostic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was found that there was a video blackout due to a faulty charged coupled device (ccd) unit and no image was produced. In addition, the bending section cover adhesive was found to be floating. Based on the results of the investigation, the customers reported issue of video blackout was likely due to the damaged ccd unit, however a definitive root cause could not be identified. User may detect the suggested event by handling the device in accordance with the following IFU and performing an inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.